Event description:
It was reported that the customer received a battery out limit alarm. The customer stated that the insulin pump suddenly stopped working. The customer's blood glucose was 360 mg/dl. The customer stated that the insulin pump had a blank display before the battery out limit alarm. Explained that the alarm could have been caused by a loose battery cap. Troubleshooting was done. Troubleshooting was not completed because customer had to leave. Advised to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.